Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare rep that it was impossible to connect an rt200 adult breathing circuit to the ventilator. It appeared that the temperature probe of the breathing circuit could not be inserted on the temperature port at the end of the tubing. This event occurred before pt use. No pt consequence was reported.